Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were a lot of air bubbles in the line. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer reported there was no air bubble in the tubing but there were air bubbles in the reservoir. Customer declined more troubleshooting. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.